Event description:
Patient undergoing right thoracotomy, right lower lobe lobectomy. Ethicon tissue stapler used to staple middle lobe. Stapler deployed but staples did not fully turn over (staples did not close). Staple line was grasped with allis clamps and restapled with another proximate 75 stapler. This took off a very thin rim of tissue including the previous staple line. Per surgeon, this did not have any adverse effect or ramifactions on patient outcome.